Manufacturer narrative:
(B)(4).

Event description:
Additional information received during follow-up suggest the patient was not receiving adequate pain relief.. In turn, the scs system was explanted. Patient is stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the system was explanted on (B)(6) 2019 reason is unknown. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.